Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45 lead implanted: (B)(6) 2006; d314trg ICD implanted: (B)(6) 2012. (B)(4).